Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a non-device related ventricular fibrillation and was revived. The patient was hospitalized. Subsequently device interrogation revealed noise and undersensing on the right atrial lead due to dislodgement. The device was programmed to vvi mode. The patient's status was good and he was discharged from hospital.